Manufacturer narrative:
This is the same event as 3010536692-2015-01019, -01020, -01021.

Event description:
Allegedly, patient was revised due to mom complications: metallosis; lack of coordination; pain; muscle tightness and weakness - right.